Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences in his sensor glucose readings and blood glucose levels. Customer's blood glucose is 111 mg/dl, but his sensor is reading 388 mg/dl. Customer was advised the sensor may be responding to changes in his blood glucose. He was advised to calibrate his sensors when his blood glucose is stable and not fluctuating. The transmitter passed the test plug procedure. Customer was advised of proper calibration methods and to monitor the issue. Nothing further reported.